Event description:
It was reported that the surgeon was using the green clips to ligate the cystic duct during procedure. Three different clips were loaded into the applier and all three clips broke when they were closed/locked. The breakage occurred on the hinge. Additional information indicates that all the clips were used on the same patient. The patient was and is safe and has gone home there was no patient injury and the only intervention was to replace the clips. All parts were retrieved. The device was used as per instructions from the rep. Unfortunately, the device was not retained and was put back into circulation.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73b1900446 was manufactured on 02/18/2019 a total of (B)(4) pieces. Lot was released on 03/22/2019. DHR investigation did not show issues related to complaint. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box, lot# 73m1900069, the samples were functionally inspected, and during the test issue reported "broken" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon was using the green clips to ligate the cystic duct during procedure. Three different clips were loaded into the applier and all three clips broke when they were closed/locked. The breakage occurred on the hinge. Additional information indicates that all the clips were used on the same patient. The patient was and is safe and has gone home there was no patient injury and the only intervention was to replace the clips. All parts were retrieved. The device was used as per instructions from the rep. Unfortunately, the device was not retained and was put back into circulation.